Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump when the customer attempted to remove the case from the pump. The customer successfully reloaded the cartridge onto the pump. Blood glucose level was 123 mg/dl.